Manufacturer narrative:
(B)(4). The customer reported that the tc-70 incorrectly diagnosed an ECG and the pt was mistreated for this diagnosis. This complaint is being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the tc-70 incorrectly diagnosed an ECG and the pt was mistreated for this diagnosis.